Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a left mako hip originally done on (B)(6) 2019 due to femoral fracture and stem subsidence. Dr. Replaced the stem, head and sleeve with a new accolade ii stem, head and sleeve and cables. Update 22/may/2019 (B)(6): rep provided usage sheets for primary and revision surgeries and reported that no further information is available.